Event description:
It was reported the patient came into the hospital after receiving inappropriate shock therapies due to noise. Noise was easily reproducible in the clinic with arm movement and pocket manipulation. High capture threshold was observed since increasing in january. The patient did not experience any symptoms other than the shocks. No resolution was recommended for the device. No further information is available.